Event description:
The end user was being transfered when the arm rest on an unknown wheelchair fell off.

Manufacturer narrative:
(B)(4)-2013 - kel - this 3500a report is being filed in reference to FDA report # (B)(4). End user was being transferred out of the unknown wheelchair into his bed when the arm rest allegedly fell off causing the user to almost fall out of the chair. User was caught by his nurse. The other arm rest was checked and it was discovered that this one too was loose. The end user uses the arm rests to push off as he is being transferred. The seat belt was unbuckled due to the user being transferred. No injury or medical intervention alleged.